Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio removed the analog pcb assembly for further examination and observed that the device had likely taken an impact, which caused the weld spots on the positive strap for hybrid layer capacitor (hlc) battery, designator bt1 to break free from the cell, resulting in an open connection.  The open connection prevented the device from registering full power and, as a result, the device would not remain powered on in order to charge and shock during testing.  Physio did not observe any external damage to the device. The customer was provided with a replacement unit.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on in order to charge and shock.